Event description:
There was no reported patient impact associated with this complaint. It was reported that the otp meter remote displayed the message "bolus cancelled. Xx units of xx units delivered." The patient confirmed in the pump history that the meter remote cancelled three boluses. She stated that no buttons were pressed at the time of the cancellations and that the buttons click and spring back as expected. In addition, the patient confirmed that there was no communication alarm at the time. The patient noted that she noticed the cancellation and delivered the missed portion of the bolus to prevent any blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.